Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a poor cable twist. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had a scope communication error (e216). The issue was found during preparation for use, which was prior to diagnostic procedure. The procedure was completed with a different device. There were no reports of patient harm.